Event description:
Customer's mother reported one of customer's sensors broke during insertion and one had a bent cannula that lasted for twelve hours. Customer's blood glucose was 279 mg/dl. Mother was pushing the sensor in with her hand after inserting with the serter. She was advised to hold the sensor down gently while pulling the serter away to prevent pulling the sensor out. Replacement supplies were sent. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.